Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results for one female patient. Sid (B)(6) generated an initial result of 124.65 miu/ml, retest result was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review. Return testing was not completed as returns were not available. Tracking and trending review determined that there is no related trend for the product. Device history record review did not identify any issues associated with lot 19507ui00 and the complaint issue. The overall performance of architect total b-hcg reagents was reviewed using worldwide field data and suggested that the performance of the lot is acceptable. Additionally, labeling review concluded that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 19507ui00 was identified.